Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 green reload associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The reload was found to have several staples exposed outside of the reload cartridge. The reload was also found to have bunched tissue at the distal end. The reload knife was seated at the distal end as expected after a successful fire. The reload was found to have cartridge damage, a damaged knife.= and mechanical indentation to the knife. Intuitive has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened successfully. System log review of the logs found no errors related to the instrument. System log review found no observed relevant errors.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the customer reported that when the sureform 60 stapler was fired, it looked like the stomach was bunched up. The stomach thickness was normal, no irregularities or special circumstances for the case. Staplers were not fully formed once fired. The customer switched to a new stapler and it worked just fine. The procedure was completed with no reported injury.it was reported that during a da vinci-assisted sleeve gastrectomy procedure, the customer reported that when the sureform 60 stapler was fired, it looked like the stomach was bunched up. The stomach thickness was normal, no irregularities or special circumstances for the case. Staplers were not fully formed once fired. The customer switched to a new stapler and it worked just fine. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with clinical sales representative (csr) and obtained the following information: the csr was not present during surgery but was informed of the issue by the surgeon and or staff. There was no clamping/unclamping issues with the stapler. The issue occurred with the 5th stapler fire, using green reload. The surgeon was trying to staple the stomach to reduce its capacity when the issue occurred. When the stapler was fired, the tissue bunched up and the stapler line was not fully formed. A backup stapler was used to fire the last reload for the procedure. There was no unexpected bleeding seen. The part of the staple line that did not form properly was oversewn to reinforce the staple line as a precautionary measure. There was no injury to the patient`s stomach/tissue and the procedure was completed robotically with no further issues. The target tissue was healthy and there was no previous chemotherapy/radiotherapy exposure, no buttress material used and no calcification of tissue. There were no relevant past medical history and no relevant test done on the patient. A follow-up with the csr, the following information was obtained and confirmed; stated that the surgeon fired the sureform 60 stapler instrument on the fourth fire with a green stapler 60 reload. The surgeon had reported that the stapler fired a bit, and then the tissue was being pushed out with being stapled. There were no staples missing, it was just the blade cut through without stapling. The tissue being cut without stapling caused some minor bleeding and was not of any concern. The surgeon used a backup sf60 stapler instrument to complete the fire, the csr confirmed there was no tissue injury reported, and no additional tissue was resected. The csr confirmed that the site does swish the stapler instrument in between fires, and the surgeon did not staple too close to the 32mm bougie. He initially thought there was a video recording of the procedure; however, it was confirmed that there was no video recording available for review. The csr stated he had even followed up and confirmed that the patient was recovering well with no post-operative complication(s).